Event description:
Complainant alleged that while attempting to defibrillatea patient (age & gender unknown), the device failed to charge. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including charging and discharging using a depleted battery, and a defib cyclng without duplicating the report. An internal inspection resulted in no findings. The battery used at the time of the incident has not been returned for evaluation. The device was recertified and returned to the customer. Review of the device activity logs supports the customers report that after 4 successful charges and discharges, the device cannot reach the target energy for two occurrences. On these two occurrences, the device responded with a charge error and internally discharged the residual energy. Review of the activity log indicates the battery voltage dipped below 8vdc while charging suggesting the battery did not have enough energy to complete the charge. No evidence that a backup battery was installed. No trend is associated with reports of this type.